Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) and tissue injury were due to challenging anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the valve had a byleaflet prolapse and the anterior leaflet was very friable. The clip was inserted and deployed on the leaflets. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that due to the friable leaflet, some tissue damage may have occurred. To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.